Event description:
This suture came apart on the surface of the eye. The suture knot was buried in the cornea tissue. This resulted in wound dehiscence. This necessitated a return to surgery for repair.